Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's printed circuit assembly (pca) board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. Additional findings not related to the malfunction/issue was the card cover was missing on the device. There was no part replaced to resolve this issue on the device. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.